Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the arctic sun device was alerting low flow and patient line open for a while. Patient temperature (pt) was 38.1 c, targeted temperature (tt) was 37 c, water flow rate (wfr) was 0 l/m, 4 pads connected. Walked through stop therapy, empty pads and device alerted twice empty pads not complete. Had disconnect over trash can. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. All lines were straight with no bends or kinks. Restarted therapy and device primed to low air leak and then 0 l/m water flow rate (wfr). Had stop therapy, empty and disconnect pads again. Placed device in manual control at 10c with no pads. After a couple of minutes, system diagnostics showed that the outlet monitor temperature (t1) was 7.9 c, outlet control temperature (t2) was 7.9 c, inlet temperature (t3) was 8.5c, chiller temperature (t4) was 7.4 c, water flow rate (wfr) was 0.8 l/m, inlet pressure (ip) was -0.9psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 34, water reservoir level (wrl) was 5, system hours were 1684.9 and pump hours were 1507.9. Advised to swap out to an alternate device. Send this one to biomed labeled 01 and 02. Per sample evaluation results received via task on 05jan2025, it was reported that the pressure transducer was reading -12.7 psi with no pump power. This was also evidenced in the patient data.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed pressure transducer. The device was evaluated upon receipt. The pressure transducer was reading -12.7 psi with no pump power. This was also evidenced in the patient data. Corrosion buildup on the pressure transducer caused by a leaking transducer seal allowed water to leak onto the outside of the transducer and onto the electronics. Replaced pressure transducer. The arctic sun stat passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Corrections: d, e, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the arctic sun device was alerting low flow and patient line open for a while. Patient temperature (pt) was 38.1c, targeted temperature (tt) was 37c, water flow rate (wfr) was 0 l/m, 4 pads connected. Walked through stop therapy, empty pads and device alerted twice empty pads not complete. Had disconnect over trash can. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. All lines were straight with no bends or kinks. Restarted therapy and device primed to low air leak and then 0 l/m water flow rate (wfr). Had stop therapy, empty and disconnect pads again. Placed device in manual control at 10c with no pads. After a couple of minutes, system diagnostics showed that the outlet monitor temperature (t1) was 7.9c, outlet control temperature (t2) was 7.9c, inlet temperature (t3) was 8.5c, chiller temperature (t4) was 7.4c, water flow rate (wfr) was 0.8 l/m, inlet pressure (ip) was -0.9psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 34, water reservoir level (wrl) was 5, system hours were 1684.9 and pump hours were 1507.9. Advised to swap out to an alternate device. Send this one to biomed labeled 01 and 02. Per sample evaluation results received via task on 05jan2025, it was reported that the pressure transducer was reading -12.7 psi with no pump power. This was also evidenced in the patient data.